Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting to us that during an arthroscopic knee procedure, the drill holes missed their target; the surgeon thinks that the rigidfix st guide may be bent or distorted. The surgeon was able to circumvent the problem and complete the procedure successfully without further issue or harm to the patient. The surgery time was extended by 45 minutes.